Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the display screen was faded and discolored. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/25/2013 with the following findings: the pump was powered on and the display screen was found to be faded and discolored. Unrelated to the display issue, the keypad was found to have worn symbols but there was no damage to the keypad. The keypad buttons were tested and were confirmed to be responding appropriately. The keypad was removed and contamination was found under the button contacts. (B)(6).